Manufacturer narrative:
It was reported that the device is "not producing any smoke or anything to inhale". Due to this, medication could not be administered. No inury was reported due to the incident. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Machine "not putting out any mist".